Event description:
Boston scientific received information via patient remote home monitoring system that this tachy device displayed a red alert for unknown reason. Attempts at acquiring additional information have been unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.